Event description:
It was reported that during a da vinci-assisted right colectomy surgical procedure, three holes were made in the small bowel resulting in the patient going to the intensive care unit (ICU). Two holes were in the terminal ileum and since the surgeon didn't take down adhesions to release tension, there was another hole created. It is unknown what caused the holes or how they were repaired at this time. A backup second surgeon was called into the case to assist. The second surgeon stated that the injuries had nothing to do with the robot. The case was converted from robotic to open. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned. The system logs for this procedure were reviewed and the following was observed: no relevant errors were observed during this procedure. Additionally, all multi-use instruments used in the case have been used in subsequent procedures with the exception of the single-use instruments and the following instruments: tip-up fenestrated grasper (part number: 470347-11/lot number: k10230518-0100 /uses remaining: a site history review found no complaints were made for the instruments used during this procedure.